Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v138325, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapy and she could sort of feel stimulation, which was clarified that she was not feeling it at all. There was no medical procedure or electromagnetic interference (emi) that could be related to this issue. But the patient fell on (B)(6) and had a return of symptoms since the day of the report. She was having accidents. The patient was not instructed to keep a voiding diary but symptom control was 50% or better. It was noted that the patient at 8.4 volts and stimulation was on. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.